Event description:
It was reported that the atrial lead was oversensing, undersensing and had low p-waves. The device was safety pacing and causing the patient to complain of not feeling well with the ventricular paces. The safety pacing was programmed off and both leads remain in use. The patient will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.